Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual, unused sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The blister pack was received with a completely assembled 2n3374 and an additional piece of tubing puncturing the blister pack. Baxter has conducted a trend review and found similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.

Event description:
The customer reported to baxter (B)(4) regarding interlink IV catheter extension set. The customer stated that "tubing intact and external tubing lodged in the side of package." The process step and patient involvement are unknown. However, the customer assessed this issue as "impacted delivery of patient care or patient/employee safety." No additional information is available.